Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had surgery on (B)(6) 2018 due to the blood on site. Customer¿s blood glucose was 172 mg/dl. Customers stated that whenever he insert the sensor he bleeds and it affects the calibration of the sensor. Sensor will not be returned for analysis.